Event description:
It was observed during the device inspection that the xenon light source exhibited a b30 scope communication error. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h3, h4 and h6. Corrected fields: d9 - device availability and device return date. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the scope communication error (b30) is displayed due to a communication error with the endoscope caused by the worn out (faulty) output connector. Olympus will continue to monitor field performance for this device.